Manufacturer narrative:
The insulin pump was unable to prime during the priming test and motor error alarm occurred during the basic occlusion test due to loose/protruded drive support disk. The motor passed the motor test. There was no compromised force sensor system error alarm. The insulin pump was received with minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 89 mg/dl. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin squirting out across the room. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.